Event description:
The complainant reported that in 2007, a balloon-occluded retrograde transvenous obliteration for gastric variceal (brto) procedure was performed on the gastric varix of a male liver cancer pt. Ten minutes into the procedure, the balloon ruptured, causing the ethanolamine (ethanolamine oleate) that is used to block the blood flow of the other vessels, to leak to the pt's body. The pt then went into shock. The physician performed CPR and the pt was revived. The procedure was not completed. The complainant reported that two days later, the pt expired due to re-bleeding of the gastric varix. The physician reported that the pt had a liver cancer condition, and that the pt outcome was as a result of that condition, and not the result of the device's reported malfunction. The physician further reported that a pt autopsy would not be performed. The following day, boston scientific requested a copy of the physician's evaluation from the physician.

Manufacturer narrative:
This device has been received by this MFR, but a physical evaluation of the returned device has not yet been performed; therefore, at this time, we are unable to determine if the device met specification. In addition, at this time we are unable to determine the relationship between the device and the cause for this event. In addition, the june 2007 15-month occlusion balloon complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted, and no data point exceeded the complaint alert limit.